Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter was not sending the blood glucose reading to the insulin pump. Customer mentioned that for the past year, his blood glucose goes high for about 6-10 hours after the set change. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer's current blood glucose was 76 mg/dl. Customer stated that he drank muscle milk and a glass of chocolate milk. Customer stated that he ate oatmeal, which usually messes with his blood glucose. Customer stated that he went to the emergency room on (B)(6) 2015 with a blood glucose of 399 mg/dl. Customer's blood glucose was going higher after several hours and he was hyperventilating. Customer then went to the hospital. Customer was treated with an injection and then went home. Customer gave himself more insulin via syringe. Customer also changed his site and realized that the cannula was not inside but was on the adhesive. Customer was wearing the pump at the time of the ER visit.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification; it passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No unexpected excessive no delivery alarms were noted during testing. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded a 112 mg/dl value properly from glucose meter. The insulin pump was received with cracked reservoir tube lip, cracked ase at the display window corner, minor scratched lcd window, and scratched reservoir tube window.